Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no allegations. Initial laboratory analysis revealed a possible performance issue. No adverse patient effects are associated with this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was at elective replacement indicator (eri). Longevity calculations determined that this device did not meet the expected longevity based on programmed parameters and therapy history. The ventak prizm eri can be tripped either by voltage or charge time. Analysis confirmed that the eri timestamp was tripped by charge time, rather than battery voltage. Laboratory testing also revealed that the battery cell in this device had sufficient capacity remaining, but had an excessive build-up of internal impedance that was higher than allowed for by design. This resulted in the device's inability to utilize all available battery capacity.